Manufacturer narrative:
Additional information : h3-device evaluation: lens returned in a micro-centrifuge vial with moisture on lens. Visual inspection found haptic torn. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. PMA/510k: this product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo 12.6, -09.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2019. The lens was removed on (B)(6) 2019 due to low vault. Removal of lens resolved problem. Cause of the event is reported as unknown. Reportedly, due to patient's "high demand for near vision and poor adjustment, the patient strongly requested to take out."

Manufacturer narrative:
Corrected data: b3- date of event is corrected to unk. Claim# (B)(4).

Manufacturer narrative:
Corrected data: h6-device code 2993 in initial MDR is corrected to 1583. Claim# : (B)(4).